Event description:
As reported to coloplast, though not verified, the patient with this device experienced vaginal discharge, erosion of implanted vaginal mesh (vaginal mesh palpable in the anterior vaginal wall at the level of the mid urethra) and dyspareunia. The patient underwent mesh revision under general anesthesia. The patient experienced further mesh erosion with vaginal mesh protruding through the mucosa. Further revision of vaginal mesh was performed.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Correction: h6 (part 3). Type of investigation: added b11, b12 & b14. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
Parity.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
Parity.